Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. No allegation of malfunction was reported to the fsr but based on the reported adverse event, the fsr evaluated the operation of the ventilator and oxygen delivery. The fsr could not duplicate the customer's reported issue and no failure was detected. The unit was run for more than an hour and the device operated properly to manufacturer specifications.

Event description:
The customer reported while using the avea ventilator, the unit was connected to the patient and the patient desaturated oxygen, the ventilator was swapped out for another unit, and the customer reported no further harm or injury to patient. The customer did not report any known malfunction or issue with the ventilator but wanted to report it and get the ventilator evaluated to ensure proper operation.